Manufacturer narrative:
Product analysis :analysis of the programmer was able to confirm the customer comment that the stylus calibration was disturbed. The stylus was found to be out of calibration. The programmer was cleaned, checked and calibration was performed. The programmer then passed electrical safety test. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer stylus calibration was disturbed. There was no patient involvement.